Event description:
It was reported that during and intertan nail surgery the ruler was found to be broken. It is unknown if the device broke outside or inside the patient. No delay reported. S&n back up device was available to complete the procedure. No injuries or other complication were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during and intertan nail surgery the ruler broke. This happened during use outside the patient. All pieces recovered. No delay reported. S&n back up device was available to complete the procedure. No injuries or other complication were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Sections b and e updated.

Manufacturer narrative:
H3, h6: the associated device, intended to use in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. A review of complaint history revealed additional complaints for the listed device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.